Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device had a ventricular tachycardia (vt) storm for which the patient was admitted to the hospital. The device had recorded a signal artifact monitor (sam) episode. There was no electrogram (egm) for this sam episode. It was unclear if the patient was admitted due to crtd device or was it patient condition. There were no indications that the therapy was inappropriate. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains correction in section b5 describe event or problem and section h6 device codes.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device had a ventricular tachycardia (vt) storm for which the patient was admitted to the hospital. The device had recorded a signal artifact monitor (sam) episode. It was unclear if the patient was admitted due to crtd device or was it patient condition. There were no indications that the therapy was inappropriate. This device remains in service. No adverse patient effects were reported.